Manufacturer narrative:
(B)(4). Unable to power on pump, verify serial number, or perform displacement test due to broken battery tube threads. Pump received with broken battery tube threads, broken belt clip rails, and cracked case behind the pump near the battery compartment. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the crack on rails at the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.